Event description:
It was reported that during a rotator cuff surgery the tip of the device broke during insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Corrected information: d1, d2, d4, g4. Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1928sf-45-1 / batch 15219762 was received for investigation. Visual inspection noted that the peek was damaged between the 6th and 7th thread. Additionally, it had damage around the circumference of the proximal end. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.